Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facscanto¿ ii the waste buffer tank leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the waste buffer tank spilling out again. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that was leaked? Waste. What is the source of leak waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray or fluid under pressure no.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16feb2021 to date 16feb2022. ¿ complaint trend: there are 23 complaints related to the issue of waste leakages not contained within the instrument. Date range from 16feb2021 to date 16feb2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage was due to worn valves. The customer had reported that their waste buffer tank was leaking and an fse (field service engineer) was sent onsite for the repair. The fse inspected the instrument and found that the waste buffer tank was overflowing and clogged, and replaced it with a new tank (pn 344330). The instrument was still having vacuum issues, and this was traced back to a valve sticking shut. This valve was replaced (pn 644254) but the flowcell would still not degas properly at times. Finally, the fse unplugged and cleaned the hts waste line and the flowcell was degassing properly. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repairs and cleaning, the instrument was tested and functioning as expected. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02339948 / 02336790, case # (B)(4). Install date: 05sep2018. Defective part number: 344330 - waste buffer tank w/level sensor. 644254 - manifold ll3vm2 wetcart. Work order notes: o subject / reported: waste buffer tank spilling out again. O problem description: waste buffer tank spilling out again. O work performed: after replacing the old clogged and overflowing waste buffer tank, cytometer did not have enough vacuum to degas the flow cell. Traced back vacuum lines from flow cell to wet cart, replaced valve assembly after finding that the valve assembly was sticking and not activating. Flow cell was only partially degassing on first degass flow run and not on subsequent runs. Traced issue to hts waste line. Unplugged and rinsed waste line with diwater. Flow cell now degassing properly. Ran baseline (per customer request) and cst successfully. O cause: locked up valves caused waste buffer tank to not be able to be drained, causing clogs across the instrument. Once valve was replaced and all clogs removed. Instrument was back to full functionallity. O solution: inspected instrument and saw that waste buffer tank was overflowing and clogged. Replaced waste buffer tank with new one. Instrument was still having issues pulling enough vacuum to degas flow cell. Traced back all possible lines from flow cell to wet cart. Found valve on valve assembly was sticking and not activating. Replaced valve assembly. Flow cell is not degassing properly at times but sometimes hangs up. Unplugged and cleaned hts waste line. Flow cell will now degas properly. All is working as intended. Ran baseline and cst successfully. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.2 valve clogs. O potential effect(s) of failure: 23.1.2.1 fluidics mode operates incorrectly, degradation of performance. O potential cause(s)/mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. O current controls: di rinse daily. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 5. O initial occurrence: 7. O initial detection: 1. O rpn: 35. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 9. O initial occurrence: 6. O initial detection: 1. O rpn: 54. Mitigation(s) sufficient: ¿yes ¿no. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to worn valves. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to worn valves. During the first visit, the fse inspected the instrument and found that the waste buffer tank was clogged and overflowing and the valve assembly was sticking and not operating properly. The fse replaced the waste buffer tank and valve assembly then cleaned the hts waste line. After the repairs, the flow cell was able to degas properly and the instrument was working as expected. No one was harmed or injured, and no medical treatment was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that during use with bd facscanto¿ ii the waste buffer tank leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the waste buffer tank spilling out again. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that was leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. 7. Was there spray or fluid under pressure no.